Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised on (B)(6) 2021 due to loosening of the glenoid at the cement to implant interface. Depuy cement was used. It is noted that patient has had prior arthroscopic evaluation along with manipulation for stiffness and pain. On (B)(6) 2021 patient humeral head was removed and replaced, as well as the 44 glenoid which was cemented with all the pegs including the central peg. Patient underwent a left total shoulder arthroplasty on (B)(6) 2020. A 44 glenoid was implanted at that time. Doi: (B)(6) 2020 dor: (B)(6) 2021 left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.